Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Right femoral vein access was obtained in normal sterile fashion guide, wire placed and 8fr french sheath was inserted. A .032 j-wire was inserted through sheath, advance to superior vena cava (svc) and the 8fr sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patients pacemaker wires and wanted to adjust as to not damage the leads. The physician had a difficult time advancing around the leads and into the svc. Multiple wires were attempted. An .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over wire. The wire was removed and the versacross wire inserted through trusteer sheath. The trusteer was then pulled back into ra, positioned onto the septum, and verified to be in a safe location on fossa in two views using transesophageal echocardiography (tee). At this point the patient heart rate increased from 60 to 100 bpm. And the blood pressure dropped from 90s systolic to 70s. A 4-chamber sweep of the heart was obtained and a small trace effusion was noted. The effusion did not appear to be getting worse, so the physician proceeded. Transseptal puncture (tsp) was obtained and the wire advanced into left superior pulmonary vein (lspv). The trusteer sheath was advanced over guide wire into la. The pigtail catheter was advance into la and directed to la appendage. Anesthesia physician then noted that the blood pressure decreased to 54 systolic even with medication treatment. The physician aborted the case and removed all devices from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intracostal approach and a drain was placed. The patient was extubated and transferred to intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Right femoral vein access was obtained in normal sterile fashion guide, wire placed and 8fr french sheath was inserted. A .032 j-wire was inserted through sheath, advance to superior vena cava (svc) and the 8fr sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patients pacemaker wires and wanted to adjust as to not damage the leads. The physician had a difficult time advancing around the leads and into the svc. Multiple wires were attempted. An .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over wire. The wire was removed and the versacross wire inserted through trusteer sheath. The trusteer was then pulled back into ra, positioned onto the septum, and verified to be in a safe location on fossa in two views using transesophageal echocardiography (tee). At this point the patient heart rate increased from 60 to 100 bpm. And the blood pressure dropped from 90s systolic to 70s. A 4-chamber sweep of the heart was obtained and a small trace effusion was noted. The effusion did not appear to be getting worse, so the physician proceeded. Transseptal puncture (tsp) was obtained and the wire advanced into left superior pulmonary vein (lspv). The trusteer sheath was advanced over guide wire into la. The pigtail catheter was advance into la and directed to la appendage. Anesthesia physician then noted that the blood pressure decreased to 54 systolic even with medication treatment. The physician aborted the case and removed all devices from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intracostal approach and a drain was placed. The patient was extubated and transferred to intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038216851. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, cardiac tamponade and hypotension (additional device required, medication required, hospitalization or prolonged hospitalization, intensive care). Risk review: a risk review was completed and confirmed that the events of pericardial effusion, cardiac tamponade and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.